Event description:
In 2008, I began experiencing a variety of health issues. I had chronic fatigue, joint paint, brain fog, weight gain, benign liver tumors, and was diagnosed with celiac's disease and general anxiety disorder. Despite all my efforts to improve my health, my symptoms continued to worsen over the past eight years (until 2016). Last month, I had my pip breast implants removed and within two days, the chronic fatigue, brain fog, and anxiety began to lessen. I received my pip implants from a doctor in (B)(6) in the year 2000. Shortly after, the FDA banned these implants and I was never notified.